Event description:
The customer reported that while on a call involving a pt having a seizure, the crew attached the spo2 and attached the defibrillator for an ECG reading. They were unable to get a reading, as no rhythm showed, just a line across the screen.